Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The pace/sense portion of this lead was capped and replaced due to loss of capture. The shock portion of this lead is still actively implanted. Should additional information become available, this fill will be updated.